Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked (front lower right corner), right plunger case (on the side). Cracked battery door. The event history had a motor rate error. The root cause of the reported issue was found to be worn (old) clutch halves and lead screw. The pump was over 9 years old. Actions were taken to mitigate the reported issue: installed missing cable guard. Replaced case top, battery door and right plunger case due to physical damage. Replaced incorrect serial number label. Replaced old style motor mount. Replaced stepper motor due to motor not running.